Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was originally reported that the patient had her stimulation turned off because the stimulation was too strong for her to handle and the box caused her pain. The patient wanted reprogramming of the implantable neurostimulator (ins) to make the stimulation more comfortable. The device needed to be put on a lower setting. A decision needed to be made: if the patient programmer was going to be replace; if the therapy was going to be turned back on; if the device was going to be programmed. Hospitalization was not required due to the event. The device was readjusted (reprogrammed). There was pain under the generator box. The patient was told that she may not need to remove the entire unit. There may be damage under the box and all they would have to do was reposition the box. It was explained to the patient what happens when the boxes were repositioned. The batteries were due to be changed in (B)(6) 2014 and the boxes could be repositioned then; if she could tolerate it till when because the stimulation was programmed to cover the box as well. Six months later the patient further clarified that in (B)(6) 2011 she lifted a heavy table and pulled her back muscle. Since then the patient has had pain behind the device. In (B)(6) 2012, the patient still had problems and saw a surgeon. The patient¿s surgeon (who was familiar with the ins) felt it was best to take the unit out; the pain she was having ¿didn¿t sound right.¿ the surgeon wanted the patient to have a CT scan done to see how the ins was in the body and take the ins out, but this was denied due to unrelated personal reasons. In (B)(6) ¿2013¿ the patient was denied to have her battery changed. It was said that the batteries had 3-5 years battery life, the patient¿s doctor said the battery lasts 5 years. It was also stated that the patient¿s battery had plenty of life on it. An overstimulation sensation was reported. The patient was not using the implantable neurostimulator (ins) because when it was on, she could not regulate it; it was too strong and not comfortable. This started after the patient hurt her back in 2011. A company representative reprogrammed the device and it was good for a while, but now it started increasing again. It was felt that the ins has moved forward. The patient was told that she lost weight, but she did not; it has been sticking out since the event from lifting a table in 2011. There could be muscle tissue that was damaged under the ins from when the patient pulled her back. The doctor stated ¿the way I got hurt was working for them in their kitchen.¿ the patient could not work the remote to get the stimulation to a comfortable setting so she has not been using it. It was mentioned ¿people are forcing me to have this in my back.¿ if additional information is received, a follow up will be sent.